Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 86 mg/dl (aviva) and 26 mg/dl (emt's meter) on his wife after she passed out. Meter had not been in use within 24 hours prior to the incident. Wife was treated with glucotabs and taken to the hospital; was treated with IV dextrose but was not admitted. Requested return of the suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.